Event description:
Per the clinic, the patient reported intermittent and poor sound quality. The audiologist indicated that the patient has a thick skin flap. Skin flap revision surgery is scheduled, but had not taken place at the time of this report.